Manufacturer narrative:
Good faith effort response was received indicating that the issue has been resolved. No other information was provided. Details on device testing and repair were requested.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 1009 "pressure regulation high" alarm error occurred during device setup. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The remote service engineer (rse) advised the customer to check the proximal and machine tubing connections and correct them if necessary. If the issue persists, the rse also recommended replacing the data acquisition (da) printed circuit board assembly (pcba) and provided the customer with the part number for replacement da pcba for repair.

Manufacturer narrative:
Multiple attempts have been made to obtain further case information regarding the repair; however, no response was received. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.